Manufacturer narrative:
On august 22, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 9, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, on the anterior view of the device, an anomaly was observed consistent with crease/fold. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected in either device. Unfortunately, after a thorough analysis we were unable to confirm the reported event. If any additional supporting documentation for review (i.e., post op device photos, videos, and/or pre-operative scans) is provided for review in the future, the investigation will be re-opened and supplemental report will be submitted. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture and capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 550 cc mentor memorygel breast implant and experienced left side breast implant rupture, and capsular contracture; baker grade IV postoperatively. As a result, the device was explanted on (B)(6) 2020.